Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a reported low near 48 mg/dl during the night and another low around 68 mg/dl during physical therapy, after which the user briefly paused and disconnected from the pump before later reconnecting; the device was reported to be dosing per available blood glucose readings, and the user treated lows with soda and crackers as instructed by the healthcare professional. Symptoms included hypoglycemia with blood glucose below 70 mg/dl. Outcomes included recovery to blood glucose above 100 mg/dl after oral carbohydrate intake and no hospitalization. Investigation included user interview and review of available device use information. Investigation of this case revealed no device malfunction identified based on available data and that dosing behavior appeared consistent with input readings, while the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.